Event description:
It was reported that the customer was experiencing unexplained high blood glucose. It was stated that the customer believes the insulin pump was not delivering the insulin. The customer was treated with manual daily injections. It ws stated that the infusion set was changed and the customer's glucose level did not change. It was stated that the customer ran a bolus and the insulin did not exit. Troubleshooting was performed. The blood glucose reading was 23.9 mmol/l. The bolus and basal were correct. During the testing was determined that the insulin did exit through the tubing. The customer was advised to call back when the tubing clamp arrives. It was stated that the customer recently has been ill, which may contributed to elevate the glucose level. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.